Event description:
It was reported that there was possible water damage on printed circuit board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in damaged condition. Two of the light-emitting diode's on the printed circuit board are broken off, a corner of the front cover is broken and the plug end of the line cord prong is broken. During functional testing, the reported problem could not be duplicated. The damaged line cord powered the device on but failed the safety/electrical test with the hypot tester. The device was filled with water and fitted with temperature check. It then functioned as intended except for the two light-emitting diode's which are damaged. The root cause of the reported issue was found to be the customer damaged the device. No actions were taken.